Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it has not been returned to date. We have inquired regarding the patient and complaint sample status. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
The patient was admitted for a subarachnoid hemorrhage and treated for a mca ruptured aneurysm. During positioning of the second embolization coil, the coil could not be pulled back. Multiple attempts were made to retrieve the coil. The coil then came out of the aneurysm along with the first coil. Both coils moved to the mca. Attempts were made to retrieve the coils with a lasso. During these attempts, a second hemorrhage occurred. The hematoma required surgery and decompressive craniotomy. The patient was reported to be maintained in a deep coma (ventilated/intubated). On (B)(6) 2013 the patient was undergoing a second decompressive craniotomy. Patient information - identifier and weight are not available.